Event description:
It was reported that the omnipod personal diabetes manager (pdm) that the charger no longer charges and is deformed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.